Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise, oversensing, possible pacing inhibition, low amplitude measurements, decreased pacing and shock impedance measurements, inappropriate anti-tachycardia pacing (atp), and an inappropriate shock. It was noted that the noise appeared to be from an external source. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information received reported that the patient was having a procedure done during which the physician had not used a magnet nor turned off tachycardia therapy. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise, oversensing, possible pacing inhibition, low amplitude measurements, decreased pacing and shock impedance measurements, inappropriate anti-tachycardia pacing (atp), and an inappropriate shock. It was noted that the noise appeared to be from an external source. Troubleshooting options were discussed. No adverse patient effects were reported. Additional information received reported that the patient was having a procedure done during which the physician had not used a magnet nor turned off tachycardia therapy. No adverse patient effects were reported. The lead remains in service. Additional information received indicated that the device had triggered code 1007. Technical services discussed if there were any exposure to magnetic resonance imaging (MRI). It is recommended that the device be replaced. This rv lead currently remains in service. No adverse patient effects were reported.